Manufacturer narrative:
(B)(4).

Event description:
It was reported that while attempting to pair the transmitter, device could not be interrogated. Transmitter base pairing was completed but still device could not be read. This was the second rf transmitter. Patient will be contacted by the st. Jude medical representative for further troubleshooting. No further information was available.